Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable micro albumin (albt2 tina-quant albumin gen.2) result for one patient urine sample. The initial result was 10.7 mg/dl and was reported outside the laboratory. The repeat result was <1.2 mg/dl twice and was believed to be correct. The patient was not adversely affected. The reagent lot number was 15591901 with an expiration date of 02/28/2018. The customer performed precision testing with good results. The field service representative was unable to duplicate to issue. He found the cell rinse and the gear pump pressure were low so he adjusted them. He verified the reagent probe alignments and performed sample probe adjustments. It was noted that the sample probe was possibly brushing the tip of the rinse bath as the sample probe moved to the reaction cell. The rinse bath position was adjusted. The rinse for the sample probes was verified for proper rinsing and drying. Precision testing was performed and the customer ran qc which passed and was within range.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the information provided and as this was a single incident, the issue was most likely due to pre-analytical issues or unique properties of the sample. There have been no further issues with this or other assays at this customer site. There was no indication of a product problem.